Event description:
The customer reported that during an open colectomy, the device jaws became jammed open with the knife blade exposed. There was no pt injury. The surgeon opened another instrument and finished the procedure with no further difficulties.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.